Event description:
It was reported that a user experienced loss of continuous glucose reading display on the ilet from a paired dexcom g7 sensor while the dexcom mobile app continued to show readings, consistent with a communication or connectivity issue between the cgm and the ilet. Symptoms included no physiological effects reported. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention. Investigation included technical troubleshooting and user education performed by support, including verifying cgm model selection, re-entering the 4-digit pairing code, and advising on reconnection time. Investigation of this case revealed the device resumed or was expected to resume function after re-pairing steps, indicating a likely transient connection loss to the ilet only. It was concluded that the event was attributable to a communication disruption between the cgm and the ilet rather than a sensor failure.